Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer had failed rails. A field service engineer conducted a replacement of the rails on auxiliary drawer in order to address the problem. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station had drawer had rails failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.